Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump but was not able to troubleshoot; the customer was advised to call the helpline it the alarm recurred. It was also reported that the customer had been recently experiencing elevated blood glucose values, in the low 200s mg/dl; the customer was assisted in insulin pump programming. It was also reported that the customer wasted three sets; the customer was advised to contact their physician and the helpline about the issue. It was also reported that the customer could not upload pump data to carelink. No further information was provided.